Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and pictures of the filter. No product was returned and no imaging was provided. Therefore, based on the limited information made available to us, it would be inappropriate to speculate at what may or may not have caused the pain and/or the hematoma or if any symptom was caused by the filter. However, it is noted that, according to physician: "the patient was physically active in sports, which in their opinion contributed to the complication. There were no fractured pieces". Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: igtcfs-65-1-fem-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "this patient was status post ivc filter placement approximately 2 weeks prior to presenting to the ed (emergency department) with severe right flank and groin pain. Patient was found to have a retroperitoneal hematoma and vertebral artery pseudoaneurysm which required discontinuance of xarelto, embolization of the right l4 vertebral artery and removal of the entire ivc filter". Patient outcome: unknown.